Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient told them that the stimulator took ¿two months¿ to recharge and it was currently dead. Technical services reviewed that the ins would need to be charged to activate MRI mode and confirm full body eligibility. It was asked but was unknown when the event occurred. No symptoms were reported. No further complications were reported/anticipated.